Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Update (B)(6) 2015 - pfs and medical records received. A doi was provided. This complaint is now legal and alleges pain, stiffness, swelling, and metallosis. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and trunnions. The stem is now being added to the complaint. Lab results from (B)(6) 2014 indicated the metal ions levels were below 7ppb. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).